Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va09xuu, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient increased stimulation to program 1 at 0.30 where patient felt stimulation. Caller to monitor stimulation and adjust further if necessary. Patient turned therapy off for shoulder surgery last friday. It was reported that the patient "can't even go now".